Manufacturer narrative:
(B)(4). On (B)(6) 2018, it was reported that the side that was being used for the case was working fine, but the 2nd side was pumping up and releasing and no buttons were being pushed. The machine was inflating and deflating without buttons being pushed on the left tourniquet side of the machine. The customer did not return an a.t.s. 2200ts tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 2200ts tourniquet serial number (B)(4) as documented in the repair reports in (B)(4). Product review of the a.t.s. 2200ts tourniquet was unable to be performed as the device was not returned for evaluation as the customer indicated that biomed did check the machine and said that there were no problems. Product was not returned based on this information. Repair of the a.t.s. 2200ts tourniquet was not performed as the device was not returned for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. The a.t.s. 2200 and 4000 tourniquet devices are subject to this type of behavior when placed too close to electromagnetic interference (emi) emitting device. An action was initiated to further investigate and address the spontaneous inflation issue with the tourniquet systems. Change notice 22404 implemented a software update to address the spontaneous inflation issue on the a.t.s. 2200 and 4000 documented. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit's side using for case was fine but 2nd side was pumping up and releasing and no buttons were being pushed. Machine was inflating and deflating without buttons being pushed on the left tourniquet side of the machine. Happened 2-3 times during the case. During right tka. The surgery was completed with the unit. It was the other side of the unit not being used was the issue. No harm and no delay were reported. No adverse events have been reported as a result of the malfunction.